Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime rewind on the insulin pump. The customer's blood glucose level was 199 mg/dl. The customer was doing infusion set change when the a33 alarm came up. The customer was advise to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. It was explained to the customer that the cause of the all alarm is during seating the force sensor did not detect the reservoir. The customer is getting a replacement insulin pump due to a33 alarm.

Manufacturer narrative:
The insulin pump alarmed prime during the prime test due to faulty force sensor. No rewind anomaly noted. The insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.